Event description:
N/a.

Manufacturer narrative:
The ul pro fused headlight cable 9ft, 275cm ((B)(6)) was returned for evaluation: failure analysis: the ul pro fused headlight cable was received in used condition. A visual check was performed on the headlight cable. Visual inspection identified that the cable had heat damage on the end fitting. Root cause analysis: the reported complaint was confirmed. It was determined that this issue was most likely due to overheating of the lightsource that the cables were connected to.

Event description:
It was reported that the ul pro fused headlight cable 9ft (001388lx9) has browning, had burnt end fittings. It is unknown under what circumstance this event was discovered; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.